Event description:
This supplemental report is being submitted due to completion of the investigation on the 09-nov-2023.

Manufacturer narrative:
Device evaluation: the 01x evo-fc-10-11-4-b device of lot number: c1163407 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿(B)(4)¿ to capture ¿stent migration¿. The following were also raised in response to this pmcf study: (B)(4) - mdr2052 (emdr 3001845648-2023-00429) cook ireland, 204-159_ae2 device issue: stent migration. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: as per the IFU (ifu0062), stent migration is a known potential adverse event associated with biliary stent placement ¿additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumour overgrowth, vomiting¿ upon reviewing the complaint detail/events provided, it was noted that the device was used against the intended use outlined in the IFU. As per the IFU, the intended use is listed as ¿this device is used in palliation of malignant neoplasms in the biliary tree¿ while the complaint device was used to treat ¿acute pancreatitis¿ which has been deemed a benign condition which is in contradiction to the intended use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use was identified from the available information. The evo-fc-10-11-4-b device was used in the treatment of ¿acute pancreatitis¿, a benign condition, while the intended use specifies that the device is to be used specifically for malignant neoplasms. The stent migration noted in the study was deemed a cascading effect of the off-label use of the device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the pmcf study casebook, 203 days post-stent placement the patient presented with stent migration. There was no treatment for the migration and the migration was deemed unrelated to the stent. Confirmed quantity of 01 used device. The investigation findings concluded a definitive root cause of off-label use for using an evo-fc-10-11-4-b device for treatment of a benign condition. The stent migration was deemed a cascading effect of the off-label use of the device. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did experience an adverse effect due to this occurrence. The patient experienced stent migration post-placement with no treatment being required. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Device issue: stent migration, require replacement; no, direction, not documented, degree: not documented, confirmation: not documented. No contributing factors documented. Description of event: device issue: stent migration. Device; not related, procedure; not related, pre-existing: not documented, deficiency: no. 203 day post procedure: device issue (biliary stent): stent migration: resolved (patient recovered/stabilized): no replacement documented patient outcome : status: resolved, treatment: no treatment, death: no.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.